Event description:
It was reported that the lead dislodged. During the replacement procedure, the patient developed a pulmonary edema and the procedure was interrupted. Two days later a new lead was successfully implanted.

Manufacturer narrative:
Na